Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the abrader's inner blade broke. All pieces were removed from the patient. Surgery was completed with a smith and nephew back-up device instead. It is unknown if there was a surgical delay, and no further complications were reported.

Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual inspection revealed it was not returned with original packaging. The color and magnet scheme of the device matches the print. The outer blade tube is bent. The distal end of the inner abrader has fractured off. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include an application of unintended or inappropriate or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.